Event description:
On august 2, 2021, genmark was advised of an unexpected positive result, for sar-cov-2 on its rp2 panel tested on (B)(6) 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and that sars-cov-2 was detected. The same sample was retested as follows: (B)(6), diasorin, negative. (B)(6), cepheid sars-cov-2, negative. (B)(6), eplex rp2, negative. Root cause associated with the first eplex positive result was investigated and could not be conclusively determined. On (B)(6) 2021, the customer confirmed that the initial positive sars-cov-2 result was reported to the physician and treatment was provided. No additional information or investigation was requested by the customer based on the analysis of the data. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53825661) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. The sample has been discarded and is not available for further investigational testing/characterization. This event is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).